Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The returned stylet is kinked in various locations and is not useable; a fresh stylet was used to perform testing and test passed. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant attempt, multiple stylets could not pass through the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.